Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a mode switch from monitor only to monitor plus therapy and back to monitor only, seemingly without external intervention. Additional information was provided that more questions were asked about how this situation could have occurred. Technical services advised that a save to disk and memory dump be performed and returned for analysis.